Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (health effect impact code and device problem code). Evaluation: the device was returned to a zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. The log was unavailable for review due to being overriden by accessory errors. The device was recertified and returned to the customer. Clarification from the customer indicates that the technician observed the reboot issues during testing prior to the patient event. The customer was asked to describe what was observed when the device went haywire. No additional information was provided. The battery used during the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not operate correctly. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant alleged that during functional testing, the device restart/reboot itself multiple times.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.